Event description:
The physician performed an atherectomy on left main coronary artery with 1.25 mm diamond back csi device. The device sheared off the tip of the viperwire advance, and it remained in the body. Perforation occurred with rupture of the proximal and distal ramus partially treated with the placement of a covered stent. Persistent extravasation, the distal left main into the circumflex had a covered stent obstructing flow into the ramus. The patient required an intra-aortic balloon pump. The intra-aortic balloon pump was removed and replaced with an impella device. The patient was transferred to the critical care unit. The patient's clinical condition deteriorated, the family after discussion with the providers withdrew care.